Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing performance has slightly decreased for the last 3 months. The audio processor was changed, but there was little to no improvement. The patient has not been benefitting with his audio processor for the last 4 weeks. The patient had the feeling as if the middle ear was full of fluid. He was seen by a local ent physician, but no fluid was found. The patient's hearing loss is stable. A CT scan is planned.